Event description:
The nurse reported that the pt developed an intrathecal inflammatory mass. It is unk what drug, concentration or daily dose was being administered. The pump was refilled with saline and set to lowest simple continuous rate. Several attempts have been made to contact the reporter without success. A follow-up report will be sent if add'l info becomes available to us.